Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The customer called to report that she ended up in the hospital after wearing a pod that had initiated an alarm. No bg readings were reported. A new pod was placed which was worn while at the hospital, which also initiated an alarm. She was put on an IV for eight hours and was told that she was ill "due to lack of insulin". No product will be returned for evaluation.